Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this spectra penile prosthesis (spp) underwent a thorough analysis. Both cylinders were microscopically inspected. Each cylinder exhibited multiple holes, and all of them consistent with sharp instrument damage; due to that finding the components could not be functionally tested. Based on the information available and analysis results, the reported clinical observation could not be confirmed.

Event description:
It was reported that the patient stated this spectra penile prosthesis (spp) was bending too easily; therefore, a surgical procedure was performed to remove the spp and implant a malleable device as per the patient's request. There were no patient complications reported.

Event description:
It was reported that the patient stated this spectra penile prosthesis (spp) was bending too easily; therefore, a surgical procedure was performed to remove the spp and implant a malleable device as per the patient's request. There were no patient complications reported.